Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than an hour. No treatment and no impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0x1c alarm occurred, indicating the pump had reached the pump expiration time. The pod data confirms that the device ran for 80 hours. No timeouts or drive stalls occurred that would indicate an issue with insulin delivery. The pod was observed to have run for 1258 pulses. The needle mechanism assembly showed no damages that would contribute to a late deployment. Though no issues were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle mechanism failure event could not be determined.